Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent pedicle subtraction osteotomy (pso) procedure at t10-il levels, for the treatment of kyphosis. Post-op, on an unknown date, left rod was found broken. It was also reported that patient had non union at l5/s level. As a result, the patient underwent a revision surgery to replace the broken rod with a new rod and addition of another rod. No fragment of the implant was remaining in the patient. No patient complications were reported after the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.